Event description:
Cholecystectomy- "during cholecystectomy by laparoscopy doctor (B)(6) observed that the clip did not close correctly. He also observed a clip was stuck in the jaw." Pt status: ok.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A follow up report will be sent upon completion of investigation.